Event description:
Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Recall 2531779-03/24/2010-003-r. During evaluation the force sensor was found to be out of calibration. During testing, the load step did not detect the cartridge and dispensed fluid emitting a "no cartridge detected" warning. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device